Event description:
It was reported that the patient would like to know when the ams800 urinary control device is replaced, does it work immediately after the procedure or does the patient have to wait a certain time before it comes into use. The patient already had one for 13 years and it is just replacing this one. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.